Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 22 mg/dl while wearing the pod between 24 and 36 hours. The patient reports being lethargic and not being able to speak. Upon arrival of the paramedics the patients pod was removed. The paramedics transported the patient to the hospital emergency room. Once at the hospital the patient was treated with intravenous dextrose.